Event description:
It was reported that a half day infusor contained particulate matter inside the elastomeric balloon. This was identified during storage. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 11, 2014 to november 13, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection revealed a white particle approximately 0.15 mm in size floating in the fluid of the reservoir. Fourier transform infrared spectroscopy testing identified the particle as polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.